Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, coil deployment issue occurred. A 15mm x 40cm interlock - 35 coil was partially deployed but could not advance for complete deployment. When pulling the interlock - 35 coil back it stretched out into a very fine wire, broke off or completely detached within the catheter with a portion of the coil remaining inside the patient's the body. The detached portion of the interlock -35 coil was removed using a snare. No further patient complications were reported and the patient's status is listed as fine.